Event description:
It was reported that the right atrial (ra) lead dislodged. It was further reported that the lead was unable to capture the atrium. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2014. (B)(4).